Event description:
During service, the baxter repair technician reported a failure code 570. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.